Manufacturer narrative:
Device analysis: the oad was received with the original saline line and guidewire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft, revealed dried biological material on the driveshaft and crown. Examination of the driveshaft and crown in that area did not reveal any damage that would have contributed to the biological material accumulation. An in-house 0.014" test wire was loaded through the handle assembly and passed through the crown area with some resistance. When the device was tested using an in-house saline pump, the led's on the handle assembly illuminated as expected, but the device would not spin. The top shell of the handle assembly was removed and revealed a significant amount of corrosion located in the output gear bearing. The bearing was removed and testing was resumed. The device then spun at all speeds as intended. While running the oad on low speed, the cable assembly on the back of the motor was doused with fluid using a syringe. The oad motor began to struggle and the device became unresponsive. Destructive analysis of the handle assembly and motor revealed moisture within the motor assembly. Moisture ingress into the motor assembly can prevent the motor from spinning correctly. Initial examination of the returned guidewire revealed damage to the spring tip solder bond. The solder bond was partially missing and the remaining solder appeared to be degraded. It is unknown if the solder degradation was present before the case, if it occurred during the case, or if it occurred after the case. The viperwire was also inspected using a scanning electron microscope (sem). Sem analysis revealed some flattening of the spring tip coils, but it could not be conclusively determined if the driveshaft contacted the spring tip or not to cause the flattening. At the conclusion on the failure analysis investigation, the root cause of the device bogging down could not be determined. Biological material was observed on the driveshaft and crown which may have contributed to the bogging down, but could not be confirmed. The root cause of the vessel perforation could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the viperwire was not reviewed as the lot number is unknown. Evaluation codes (result): biological material was observed on the driveshaft, but it could not be determined if it caused or contributed to the events. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The superficial femoral artery (sfa), popliteal artery and anterior tibial (at) artery were all extremely calcified. The physician accessed the lesions from a pedal approach. The physician advanced a crossing wire up through the sfa, exchanged it for a csi viperwire guidewire and loaded the oad onto the guidewire. During the first run at low speed in the at artery, the device bogged down and shut off. The physician pulled the device back and was able to continue treatment with another run at low speed. After three runs at low speed, the physician successfully advanced through the lesion in the at artery. The physician then completed another run at medium speed. The device seemed to be catching on the guidewire during the run, so the physician removed the device and guidewire from the patient. An angiogram revealed a perforation at the site of treatment. The physician was able to resolve the perforation using external tamponade, but could not resolve internally as wire access had been lost. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has been received.